Manufacturer narrative:
(B)(4). Electrical testing revealed open circuit due to fractured outer coil at 2.2cm from connector pin on is-1 leg as a result of fatigue. Visual examination found external insulation abrasion consistent with abrasion against the device can at 8.2-8.3 cm from the connector pin on is-1 leg. The damage found have likely caused the complaints of noise reported from the field.

Event description:
It was reported that patient had inappropriate shock and came to clinic. During interrogation there were several stored iegms with rv lead noise where therapy was inhibited and/or hv charging had occured. The physician decided to deactivate therapy and explant the lead. Patient condition was good after the procedure.